Manufacturer narrative:
Device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. It was reported that patient faced an issue with three infusion set cannula was bent. The site of insertion was at hip. The issue occured after 3 or more hours after insertion for all events. The infusion set was in use for one day. The blood glucose level was 200mg/dl at the time of incident. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.